Manufacturer narrative:
Based on review, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was broken. The patient was sedated under anesthesia. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was broken. The patient was sedated under anesthesia. There was no injury caused to the patient and no medical intervention was required.